Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease smooth opening on anterior side assessed as fold flaw opening. Observed crease smooth opening on posterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ stress marks observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported unknown side with no complaint against the device. Later, healthcare professional reported right side rupture. Device has been explanted.